Manufacturer narrative:
The customer further inspected their device and observed that the battery installed in well #1 was only being intermittently detected by the device and that, upon visual inspection of well #1, there was a battery pin that had been pushed back into the rear case of the device. Physio-control then examined the device and verified the reported issue. Physio then replaced the rear case assembly, which included the battery pins for both wells, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed rear case assembly and determined that the cause of the reported issue was that a battery pin in well #1 was pushed back into the rear case and no longer made contact with the battery.

Event description:
The customer contacted physio-control to report that their device would power off by itself even though it had two fully charged batteries installed. There was no patient use associated with the reported event.